Event description:
A surgeon reports dissatisfaction with patient outcomes. Information provided by the surgeon indicates this patient received a lasik treatment on the left eye only. At 1 month post-op, this patient exhibited an overcorrection. It is unclear if the surgeon feels the patient is harmed/injured, however, the surgeon has declined to provide any additional information.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed because the surgeon declined to provide clinical records or any other patient specific information. The surgeon only provided limited pre and post-op manifest retractions and bcva in a spreadsheet format. Based on the limited data provided, this patient experienced an overcorrection at 1 month post-op exam. At that time, the refractive state may not have stabilized, therefore, providing an inaccurate measurement of the residual refractive error, as the usual period for healing and vision stabilization after refractive surgery is one to 3 months. References: regression and its mechanisms after lasik in moderate and high myopia, chayet et al, ophthalmology, vol 105:7, 1998. Aao.org, refractive laser sx: an indepth look @ lasik, a science writers guide, 2008. Prk vs lasik for myopia, hersh et al, ophthalmology, vol 105:8, 1998. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the overcorrection. However, the non-product related factors mentioned above may have been contributors. This report was mailed to FDA on: 08/05/2009.